Event description:
The following was reported to hamilton medical ag: - the intellicuff fails the leakage test. The motor is clearly audible, but the pressure is not built up in the cuff. - the alarm were observable. Cuff-leakage alarm - these malfunction was reproducible. The cuff pressure tube got exchanged and the leakage remained. - there is no patient involvement reported. - there was need for medical intervention reported. The cuff pressure tube got exchanged and the leakage remained. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The cuff connector was cracked, applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. In the event records, it was stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a defective connector of the intellicuff pneumatic cuff. The correction consisted in replacing the intellicuff device. With an upcoming change in the scope of carm-5213, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). MDR follow-up #1: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The cuff connector was cracked, applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. In the event records, it was stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a defective connector of the intellicuff pneumatic cuff. The correction consisted in replacing the intellicuff device. With an upcoming change in the scope of carm-5213, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered MDR follow-up #2, corrections made in regards to gudid on request of ms. Latania parker (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added. Section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.

Event description:
The following was reported to hamilton medical ag: the intellicuff fails the leakage test. The motor is clearly audible, but the pressure is not built up in the cuff. The alarm were observable. Cuff-leakage alarm these malfunction was reproducible. The cuff pressure tube got exchanged and the leakage remained. There is no patient involvement reported. There was need for medical intervention reported. The cuff pressure tube got exchanged and the leakage remained. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - the intellicuff fails the leakage test. The motor is clearly audible, but the pressure is not built up in the cuff. - the alarm were observable. Cuff-leakage alarm. - these malfunction was reproducible. The cuff pressure tube got exchanged and the leakage remained. - there is no patient involvement reported. - there was need for medical intervention reported. The cuff pressure tube got exchanged and the leakage remained. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.